Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was unable to change setting. The valve was implanted to the patient via v-p shunt 25 years ago (detail unknown ) with unknown setting. On (B)(6) 2020, to improve the hydrocephalus symptoms, the setting was attempted to change however, setting could not be changed. The setting was changed with neodymium magnet on (B)(6) 2020 and is still implanted.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was not returned for evaluation (product remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.